Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. It was noted that the struts from the proximal stent row were raised outwards distally. The ro markerbands were examined and there was no damage noted. Their profiles met the specification. The tip of the device was examined and there was no damage noted. The profile met the specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element long drug eluting stent was selected to treat the lesion but the stent body was lifted. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element ¿ long drug eluting stent was selected to treat the lesion but the stent body was lifted. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).